Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis. Approx eight months later, an additional gore tag thoracic endoprosthesis was implanted to treat a thoracoabdominal aortic aneurysm. No further info was provided by the physician.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The physician stated they are currently unable to locate the pt for follow-up.